Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there is a display anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for display anomaly was performed. Replaced the battery cap and the device remained solid white. Troubleshooting was unable to resolve the issue and the display did not return. It was advised to discontinue use of the device and revert to a backup plan. It was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: no unexpected blank display, flashing white lcd or audio/beep anomaly. Unit passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit had missing segments due to cracked lcd glass. Unit had minor scratched display window, scratched case, fading serial number label, pillowing keypad overlay, keypad overlay texture damage and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.